Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic for normal follow-up. Multiple episodes of non-sustained rv oversensing were observed due to myopotential oversensing. Oversensing was reproducible with deep breathing. Programming changes were made, and no further myopotential oversensing was observed. Device remains implanted.